Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after one day in use, the cuff of a portex® bivona® adult tts¿ tracheostomy tube was found to be "broken" and leaking. Cuff patency was tested prior to use. This was the initial use of the tracheostomy tube. Sterile water was used to inflate the cuff. The issue was discovered spontaneously by hospital personnel. The patient was experiencing breathing difficulties at the time of the event. The tracheostomy tube was replaced with a new kit. No permanent injury was reported, and the outcome of the event was reported to be resolved.

Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube was returned. Visual inspection of the device was performed under normal lighting and under magnification. Areas of damage were identified on each lateral side of the tts cuff. Functional testing was performed. A spontaneous leak occurred at the abraded area on one side of the cuff. A review of the manufacturing process was conducted and was considered adequate and correct. The defect was confirmed, but it was determined not to be the result of a manufacturing issue.